Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included . Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's medical history included anxiety, acid reflux (oesophageal), high cholesterol, gravida I and parity 1. Concurrent conditions included smoker. Family history included depression, diabetes, heart disease, unspecified, hypertension, arthritis and asthma. Concomitant products included hydroxyzine, lansoprazole (prevacid), lorazepam, medroxyprogesterone acetate (depo-provera) since april 2006 and ranitidine. In january 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary incontinence ("bladder or urinary problems or changes-incontinence"). On 13-oct-2006, the patient had essure (ess205) inserted. In january 2007, the patient experienced fatigue ("fatigue"). In january 2010, the patient experienced hypertension ("blood or heart disorder / condition - type: hypertension ") and tooth disorder ("dental problems"). In january 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In january 2013, the patient experienced nausea ("nausea"). In january 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower left abdomen pain") and anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with surgery (surgery to remove the essure implant/abdominal supracervical hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, hypertension, nausea, tooth disorder, dyspareunia, fatigue, abdominal pain lower, urinary incontinence and anxiety outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, anxiety, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary incontinence and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure devices were placed first on the left and then on the right side. The device initially bent on placement on the left so that device was discarded a second device was done. Both devices then passed without difficulty. On the left there were three trailing coils and on the right there were five trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet received. Events added from pfs- psychological or psychiatric problems condition: anxiety. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's past medical history included anxiety, acid reflux (oesophageal), high cholesterol, gravida I and parity 1. Concurrent conditions included smoker. Family history included depression, diabetes, heart disease, unspecified, hypertension, arthritis and asthma. Concomitant products included hydroxyzine, lansoprazole (prevacid), lorazepam, medroxyprogesterone acetate (depo-provera) since april 2006 and ranitidine. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), hypertension ("hypertension"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("lower left abdomen pain") and incontinence ("bladder or urinary problems or changes-incontinence"). The patient was treated with surgery (surgery to remove the essure implant/abdominal supracervical hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, hypertension, nausea, tooth disorder, dyspareunia, fatigue, abdominal pain lower and incontinence outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, incontinence, menorrhagia, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure devices were placed first on the left and then on the right side. The device initially bent on placement on the left so that device was discarded a second device was done. Both devices then passed without difficulty. On the left there were three trailing coils and on the right there were five trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-sep-2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received- reporter information, patient details, other relevant history, lab data, product information, concomitant drugs and events- abnormal bleeding (vaginal), menorrhagia, migraines, headaches, hypertension, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, lower left abdomen pain, were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included. Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's medical history included anxiety, acid reflux (oesophageal), high cholesterol, gravida I and parity 1. Concurrent conditions included smoker. Family history included depression, diabetes, heart disease, unspecified, hypertension, arthritis and asthma. Concomitant products included hydroxyzine, lansoprazole (prevacid), lorazepam, medroxyprogesterone acetate (depo-provera) since (B)(6) 2006 and ranitidine. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary incontinence ("bladder or urinary problems or changes-incontinence"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced hypertension ("blood or heart disorder / condition - type: hypertension ") and tooth disorder ("dental problems/ tooth loss after getting essure"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage ("persistent bleeding"), abdominal pain lower ("lower left abdomen pain"), anxiety ("psychological or psychiatric problems condition: anxiety") and alopecia ("hair loss after getting essure"). The patient was treated with surgery (surgery to remove the essure implant/abdominal supracervical hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, hypertension, nausea, tooth disorder, dyspareunia, fatigue, abdominal pain lower, urinary incontinence and anxiety outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary incontinence and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure devices were placed first on the left and then on the right side. The device initially bent on placement on the left so that device was discarded a second device was done. Both devices then passed without difficulty. On the left there were three trailing coils and on the right there were five trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received- new reporter and new event hair loss after getting essure were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.